Event description:
It was reported that a 3.0 x 24 mm non-abbott stent was implanted in the mid to proximal circumflex artery (cx). Angiography confirmed two separate perforations within the newly deployed non-abbott stent. A 3.0 x 16 mm graftmaster stent was positioned within the proximal to mid circumflex so that both perforations could be covered. The graftmaster stent was deployed successfully at 16 atmospheres. The perforations were immediately noted to be sealed. However, an edge dissection was noted at the distal end of the graftmaster stent. A 3.0 x 20 mm non-abbott stent was implanted overlapping the distal end of the graftmaster stent. Post dilatation was then performed with high pressure inflation at the area of stent overlap. The perforations were no longer visible and there was no evidence of significant residual dissection. Flow was brisk and normal timi grade 3. The patient left the cath lab with normal vital signs. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of dissection is a known adverse event as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.